Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss or change of therapy. The patient reported that she was having trouble with the implant because was soaking herself about five pads a day. The patient reported that she had tried a different program and increase stimulation to 3.5v and it hurt her pelvic floor and gave her a urinary tract infection (uti) on the day of this report. The patient reported that she was having trouble changing the program. The patient also reported that the 3.5v was uncomfortable and her toes curled up. The patient was feeling stimulation and the therapy was not on. The therapy was turned on and changed from program 4 at 3.5v to program 3 at 3.0v. No falls or traumas reported that could be related to this issue. The patient was advised to follow up with their healthcare provider if there was no symptom relief.

Event description:
A patient reported she thought her implant had completely quit working. The patient stated she still felt stimulation on her pelvic floor, but she felt it was not working at all on lower levels like it did before. The patient stated she had to use a lot more pads. The patient noted she had tried increasing stimulation, but initially it made her toes curl and it would hurt. The patient noted she would back it off so it no longer hurt , but the symptoms never got better. The patient increased stimulation again, but it was still not working. The patient stated she had also tried all 4 programs and had tried increasing as high as she could go without it hurting, but she continued to have the same therapy issues. The patient planned to follow up with the healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.